Manufacturer narrative:
Concomitant medical products: product ID: 8709sc. Serial#: (B)(4). Implanted: (B)(6) 2010. Product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine, dose and concentrations not reported via an implantable pump. The patient¿s medical history included radiation on neck and throat as they have throat cancer. The indication for use was spinal pain. On 26-nov-2019 the patient reported that their previous pump was replaced due to normal battery depletion on (B)(6) 2019. Per the patient he didn¿t know until ¿several months after the fact¿ that the catheter was in a different spot than it should be. The patient guessed that when the healthcare provider pulled the pump out during the replacement and connected the new pump, the catheter ¿dropped out¿. The patient was dealing with getting cancer treatment in (B)(6) so he had the pump refilled at the healthcare provider in there instead of his usual refills in (B)(6). The healthcare provider did an x-ray and the catheter was no longer in the correct vertebrae spot to treat his abdomen. The patient stated the pump wasn¿t helping him and he was not getting benefit. The catheter had dropped considerably by 6 vertebrae per the patient and he thought they did not verify catheter placement was still in the correct spot during the pump replacement. The patient stated that a catheter doesn¿t just drop down the spine, that something must have caused it to drop but the patient couldn¿t get any verification in writing that the catheter was in the right location or why this happened. The patient had written to the physician with no response but stated that he did get verification that fluid was going through the catheter line after the pump was replaced. The patient stated he had cancer right now so he couldn¿t have surgery at the moment to get this all corrected. No further complications were reported or anticipated.